Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient reported an air detected in cassette during fill 2 of 4 (fv=1294 ml/2500 ml). The patient stated that the patient line connection is tight and secure, patient stated that the sb connections are tight and secure. Patient stated that she can see a lot of air bubbles in the patient line. Attempts were made to trouble shoot. Patient was advised to reset up with new supplies. Patient observed evidence of a fluid leak when removing the cassette from the cycler. Patient was advised to discontinue use of the cycler and to contact the dialysis clinic. Follow up with the patient¿s peritoneal dialysis nurse indicates that the patient was asymptomatic. The patient was prescribed prophylactic antibiotics. A retrieval kit was sent to the patient for the return of the device for investigation by the manufacturing plant.

Event description:
"."

Manufacturer narrative:
Correction: lot number is unknown. The alleged event was not confirmed. The device was not returned to the plant for investigation. All companion samples have been sold and distributed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.